Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were sticking out and insulin was squirting out during priming. The customer¿s blood glucose level was unknown. The backlight was diminished and insulin pump alarmed random no delivery alarm. The insulin pump will not be returned for analysis.